Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a call service alarm (cs 052/053/054/055 sleep) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 04/21/2014. Device evaluation: the device has been returned and evaluated by product analysis on 04/07/2014 with the following findings: the black box and alarm history shows evidence of 10 consecutive call service 054-0000 alarms on 03/02/2014. An ¿ezprime¿ sequence and 24hr duration test were successfully completed with no call service alarms being duplicated. Removed pump cover; no evidence of internal moisture or damage to the pcb was observed. The battery compartment is cracked at threads and case seal. Battery cap was not returned. A new test cap was able to tighten to the pump and was used to complete all testing. Complaint was verified in the pump history but not duplicated during the investigation.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.